Manufacturer narrative:
The lot number was provided for the malfunctions; therefore, a lot history review could be performed. The devices were returned to the manufacturer for evaluation. For 16 malfunctions, foreign material was identified on the device. For the remaining 9 malfunctions, foreign material was confirmed. The definitive root cause is unknown. The devices are labeled for single use. (Lot number: vtdv0581).

Event description:
This report summarizes 25 malfunctions. A review of the reported information indicated that model ecp0112g biopsy instrument allegedly experienced foreign material present in device. This information was received from various sources. This malfunctions did not involve patients. Age, weight, and gender of the patient was not provided.